Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: fgs-0636, fgs-0636 cf delivery dev caps bravo x1 (lot#:62883f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two capsules were deployed. During the first attempt to deploy the capsule failed. The top popped off and a spring was exposed. The second capsule deployment device was measured and inserted to the appropriate depth suction was initiated for a full minute. The capsule appeared to be deployed properly, suction was discontinued and deployment device was removed. Patient began desaturating, patient was rolled to his back from lateral position in attempt to improve the oxygenation. Anesthesia deemed it necessary to intubate the patient. The capsule unable to be located in esophagus. Portable chest x-ray was completed and the capsule was confirmed to be in the lungs. Successful bronchoscopy was performed with foreign body removal completed. Patient tolerated well.

Manufacturer narrative:
Correction: medtronic event notified date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.